Event description:
Per complaint (B)(4), after clinical procedure, implant fracture at implant placement

Manufacturer narrative:
Patient's weight and explant date are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.